Manufacturer narrative:
H3: product analysis: no analysis can be performed as the device was discarded by the customer. Hence, no conclusions can be drawn. G3: additional information received date was considered as the aware date as report is based on received additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the burr fractured and could not be removed from the tube. The procedure was completed using backup products. At the time of the report, patient impact is unknown.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not at returned. Once the device received, evaluation will be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-tt12fmis, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-at10, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It war reported that during a procedure, the burr fractured and could not be removed from the tube. The procedure was completed using backup products. At the time of the report, patient impact is unknown.